Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of leakage at site with an infusion set after being used for less than 24 hours. Patient's blood glucose level at the time of event was reported to be 315 mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information available.